Manufacturer narrative:
It was inadvertently reported as " h6 investigation conclusions-11 - conclusion not yet available" in follow-up report 2. The corrected code has been updated in this report.

Manufacturer narrative:
D6a - date of implant was inadvertently excluded in initial report. Information included in d6a - date of implant of this report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the ipg was sutured in the existing pocket to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort due to ipg flipping in the ipg pocket. The physician determined that the ipg migrated from the original position. In turn, surgical intervention may take place at a later date to address the issue.